Event description:
Info received indicates the bed exit will set but it does not alarm.

Manufacturer narrative:
The tech isolated the issue to the bed exit tape switches not opening to set off the alarm. He replaced the tape switches to repair the bed.